Manufacturer narrative:
The reported event was ¿left ventricle lead previously deactivated for unresolved intermittent diaphragm stimulation¿. As received, a complete lead was returned in one piece. Unable to measure accurately the s-curve height due to the condition of the lead as received. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15752. It was reported that the patient presented in clinic for left ventricular lead replacement. At pre-op device evaluation, the lv lead was noted previously deactivated for unresolved intermittent diaphragm stimulation. The retesting of the lv lead confirmed the presence of phrenic nerve stimulation. The atrial lead was also noted with elevated pacing threshold. The lv lead and atrial lead were extracted and replaced. The patient was stable.